Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, heavily calcified, 90% stenosed, distal circumflex. The target lesion was pre-dilated several times with different balloons; however, the 2.5x23 mm xience xpedition stent delivery system (sds) could not cross the target lesion due to the anatomy. The sds was easily removed without any issues. Again pre-dilatation was performed with the non-abbott balloon and an attempt was made to cross the lesion with the 2.5x18 mm xience xpedition sds, which also could not cross. The sds was removed without any issue. An attempt was made to cross with the 2.5x15 mm xience xpedition sds; however, this device also could not cross and due to the slight force used during advancement the proximal shaft of the sds separated, both parts were easily removed, nothing remained in the anatomy. Pre-dilatation was performed again and this time a 2.5x12 mm xience xpedition was able to cross the lesion and be deployed successfully to complete the case. The result was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to filing the initial medwatch report, new information received as follows: there was no separation of the shaft as previously reported; however, the shaft was reported to be kinked in 2 different areas.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es; guide cath: launcher 4.0 6f; sheath: 6 f sheath. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.